Event description:
Customer stated that she had to seek medical attention due to her sensor needle was bent and stuck under her skin and she was able to get it out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed a visual inspection and found a compressed cannula, the insertion needle failed per inspection due to needle being bent. Unable to confirm if customer received sensor damaged due to customer returning the product opened and used.